Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
The reporter, the patient's father, reported that the patient obtained elevated blood glucose readings while using the insulin pump. On (B)(6) 2011 the patient obtained readings ranging from 100 mg/dl to 400 mg/dl, and she experienced the symptoms of nausea and vomiting. On (B)(6) 2011 the patient obtained a bedtime blood glucose reading of 28 mg/dl. The patient administered self-treatment by consuming carbohydrates and disconnected from the pump for 90 minutes. On the evening of (B)(6) 2011 the patient was taken to the emergency room, where her blood glucose level was tested to be 159 mg/dl, and she was admitted to the hospital. Troubleshooting revealed the patient's technique was correct, the pump date/time were correct, the bolus/basal history showed all doses were delivered as programmed and matched the programmed settings, there were no alarms in the pump history, the insulin was stored correctly and not expired and there were no air bubbles or leaks seen in the tubing.